Manufacturer narrative:
The returned device was visually examined for any abnormalities and the following was observed: the valve was observed inside of solution. While inspecting the valve inside solution jar, tissue fibers could be observed that attached to the leaflet inflow side. This is a natural tissue characteristic of the tissue on its rough side and the fibers were not excessive in nature when compared to specification. The valve was observed outside of solution. While inspecting the valve from outflow side and inflow side, fibers could not be observed from the leaflet inflow side or outflow side. The returned solution was clear without any noticed particulates, and no particulate was observed. No other visual abnormalities were observed. The complaint for valve/component appearance anomaly was confirmed through evaluation of the returned product, but no product non-conformances were identified, and the valve met all visual inspection requirements. During manufacturing, all pericardial tissues/leaflets underwent visual assessment for general appearance including tissue fibers before and after initial die and post-assembly. In addition, edwards has provided guidelines and instructions to the physicians in the instructions for use (IFU) and training materials on how to prepare system components including thv examination for tissue damage. These mitigations (from manufacturing and the IFU/training manual) support that it is unlikely that a product non-conformity contributed to the reported complaint event. An in-depth evaluation for fibrous appearance of bovine pericardial tissue has been documented in a technical summary. Per the technical summary, "the inflow surface of valve leaflets manufactured with bovine pericardial tissue inherently exhibit roughness due to a natural lining of pericardial tissue fibers; this fibrous appearance is a natural characteristic of bovine pericardial tissue. Given edwards vast historical experience in the manufacture of bioprosthetic heart valves with this material and based on a review of pre-clinical study data and the literature review, there is no evidence to suggest a correlation between pericardial fibers and clinical complications." A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during prep of a 26 mm sapien 3 ultra valve there were large particulates/ "whispies" on the tips of the valve leaflets. The decision was made to not use that valve and replace it with an alternate one. Also noted is that the 14fr esheath 16fr dilator was occluded and unable to flush.

Manufacturer narrative:
Investigation is ongoing.